Event description:
The information provided in the copy of legal complaint alleges that the patient had undergone lasik surgery, and one day post operatively required a "re-float" of one of her flaps, where immediately following she allegedly starting having problems (type of problems were not disclosed). The patient had not have surgery (performed by another doctor) to "stretch her flap and place 18 stitches". The legal complaint states that according to a licensed medical professional the patient's "eyes currently suffer from accommodative anisometropia, which caused her eyes to struggle to focus. Patient has a loss in best corrected vision, 20/70-left eye. She will need additional surgeries to attempt to correct her vision".

Manufacturer narrative:
In 2009, nidek inc was notified by service that the alleged patient injury had occurred in 2008 (actual date unknown). This notification came via the injured patient's attorney. Nidek did not receive any prior notification of any patient injury. Once we received the notification of patient injury, we began an investigation process, however, the facility where the alleged patient injury occurred is now closed. Regarding results and conclusion above - these codes were selected due to the fact that the device was never sent in to the manufacturer for inspection. Based on the information presented, nidek inc is unable to determine the root cause of this injury. If further information is received, we will submit a follow up report.